Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and a thrombus was found on the catheter tip along with distal irrigation holes being clogged. Thrombus was found at the tip of the catheter during the procedure. The distal holes were clogged. On several occasions the operation had an angulation at 90 degrees between the handle and the shaft of the catheter. Changing the device resolved the problem. No patient consequences. Additional information was received indicating there was no more irrigation at the tip of the catheter not allowing efficient ablation. There was a temperature too high issue. The patient was anticoagulated. Heparine used, activated clotting time (act) >300. There was loss of time and a catheter change. They physician considered the thrombus to be excessive and posed an increased risk to the patient for embolization. It was also reported that physician didn¿t use the handle in the same direction of the shaft. Some time, it was appended at 90 degrees was observed. Warning was give and it was explained that is dangerous for the irrigation tube. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: +(B)(6). Manufacturer's ref. #(B)(6)

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and a thrombus was found on the catheter tip along with distal irrigation holes being clogged. Thrombus was found at the tip of the catheter during the procedure. The distal holes were clogged. On several occasions the operation had an angulation at 90 degrees between the handle and the shaft of the catheter. Changing the device resolved the problem. No patient consequences. Additional information was received indicating there was no more irrigation at the tip of the catheter not allowing efficient ablation. They physician considered the thrombus to be excessive and posed an increased risk to the patient for embolization. Additional information was received indicating the patient experienced a cerebrovascular accident. The physician¿s opinion of the event was that there was a serious injury stroke migration that occurred, but no intervention required. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed that the dome of the device was bent. No thrombus/clot, lifted parts or internal components exposed were observed. The device features were reviewed; no magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The thrombus/clot, irrigation, and high temperature issues could not be confirmed during the analysis. The physician¿s opinion of the event was that there was a serious injury stroke migration occurred, but no intervention required. The bent condition in the dome was not related to the reported event. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the bend in the dome identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the patient adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 10-apr-2025, additional information was received indicating the patient experienced a cerebrovascular accident. The physician¿s opinion of the event was that there was a serious injury stroke migration occurred, but no intervention required. The patient did not exhibit any neurological symptoms since the procedure was completed. The temperature cut-off value was exceeded, and the system stopped the ablation when the cut-off value was exceeded. The system did not continue to ablate above temperature cut off value. The generator parameters were warning 37 and cut off 40. There was a 5 minute loss of time/delay for a catheter change. The patient was in the room at the time of the delay. The activated clotting time (act) was 350 seconds. The thrombus was excessive. The system did not present any error messages, and the physician/user did not see any product problems with the devices. There were high temperature and flow issue on the catheter. Correct catheter settings were selected and not issues with flow rate noted. The forced setting did not go above 40 g for any extended periods of time. The pre-ablation high setting was 2 seconds. Heparinized normal saline was used as the irrigation fluid at 1 ui/ml. There was no physical damage on the catheter. The impedance maximum was 250/spike off/min cut-off 50, and irrigation setting was 8/15 ml. Low flow was 2 ml, and pre/post rf 1 second/ rf 5 seconds. Other information received indicated that no imaging was done to diagnose the stroke, and the patient did not have symptoms. The outcome of the adverse even was that the patient fully recovered (no residual effects), and the patient did not require extended hospitalization. One catheter exchange occurred during the procedure, and 2 transseptal puncture sites were performed during the procedure. Energy delivered for ablation was radiofrequency, and no ablations were performed within the pulmonary veins (pv), and all ablations were performed outside the pv¿s. Correct catheter settings were selected on the generator. On 23-apr-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).